Manufacturer narrative:
(B)(4). Batch # unk. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what device was being used? Was it only the third attempted firing with the gun that needed manually sutured? What is meant by a load ¿was not stapled¿? Were any staples deployed or none? What was the appearance of the staples? Was the staple line complete? Did the device cut? Was the cut line complete? Was the device difficult to close or fire? Was the device able to complete the full firing stroke and return the knife to the home position? Where was the location of the fistula in relation to the staple line/suture line? Was any medical or surgical intervention needed to tread the fistula? What is the current patient status?

Event description:
It was reported that during the procedure, a load was not stapled, and it was necessary to perform the third suture line manually. The patient had a fistula and prolonged hospitalization.